Event description:
The manufacturer received information a dreamstation 2 advanced auto CPAP device was hot and would not turn off. The patient reports the device's led light was on and the device was still running. The patient's husband asked the patient why the device was on, there was water in the tubing, and the device was hot. The patient tried to stop the flow, and it would not stop. The device would not turn off and was unplugged. There was on report of smoke, flames, melting, warping or voids/gaps in the enclosure. The device was plugged into the wall outlet and maybe a phone charger was also plugged in. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.